Manufacturer narrative:
The damage found likely contributed to the reported set screw anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, a setscrew anomaly was observed. The device was not implanted.